Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2, row e, was not detected on the bus. A field service engineer (fse) reseated all cables and wires, cleaned the inseparables, and examined the pyxibus cable. The fse removed all cubies, cleaned debris, and removed tablets. The row board cable was reseated and rebooted the station. The fse verified operability using the hardware test application and ran the test. Proactive system checks were performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple cubies were failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.